Event description:
It was reported that the device experienced a "motor stall failure" that resulted in an under infusion of an unspecified medication.

Manufacturer narrative:
The customer¿s report of issue of an under infusion resulting from a motor stall failure was not confirmed. However, a motor stall failure, code 242.4030.0 was identified in the error logs indicating there was a malfunction on the date of the reported event. Results of the pump log confirmed a motor stall failure error code 242.4030.0 for the reported incident date of 19mar2019 at 8:47 am. However, the pump modules event log did not go back far enough to review the logs during the reported time frame. Testing performed on the source pump module consisted of a motor stall test, asm rate accuracy test and a timed rate accuracy test found the device operating within specifications. During testing there were no observations of unregulated flow. The root cause was identified in this investigation. The 242.4030 was confirmed in the error log, however, the event logs were overwritten due to the device being in use after the reported event date. The IV set was not returned and could not be investigated. Probable cause is the pump module was misassembled by the customer, based on the lack of service record and multiple misassembled parts found during internal inspection.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device experienced a "motor stall failure" that resulted in an under infusion of an unspecified medication.

Manufacturer narrative:
Additional information added to: patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that the device experienced a "motor stall failure" that resulted in an under infusion of a secondary infusion of zyvox during use on an adult patient in the medical/surgical department. The customer later stated that there were no adverse effects caused to the patient from the event.